Event description:
The user facility reported a 87 year old male patient on an impella cp for high risk cardiac procedure. It was reported that after the procedure, the pump p-level decreased causing the pump to move "out" of the aorta. Fortunately, the pigtail was still in the left ventricle, so the pump was able to be pushed in and started again. The patient's hemodynamics were maintained at the time of the pullout. The pump was started, but it was ultimately removed that same day. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: device in wrong position: the root cause of the positioning issue was not determined due to inconclusive evidence from the provided clinical details, and unreturned product for further analysis.